Manufacturer narrative:
B3: event date was an unspecified day october 2024. The reported additionally stated, "the reporter also described that the pump had a slide clamp (safety clamp) that must be inserted into the keyhole at the top of the pump. The pump operator must then push the safety clamp down until the pump door opened. The slide clamp prevented any free flow. Reporter advised that, as the nurse was removing the line from the pump, the safety clamp failed, causing the patient to receive the bolus." The spectrum's operation manual (page 40) warns the user about unloading an IV set. Per the manual, " before unloading a primed IV set, ensure the roller clamp below the pump is in the closed position. To open the pump door, the IV set¿s slide clamp must first e closed (thus providing ¿set-based anti-free flow¿ protection)." "Do not open the slide clamp when the door is open or during and after IV set unloading. This can cause dangerous, uncontrolled free flow to occur." The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported on the medwatch form a patient experienced hypertension and pulseless electrical activity (pea) during infusion on a spectrum pump. After an endovascular aneurysm repair, the patient was admitted to the intensive care unit receiving propofol, norepinephrine, and epinephrine. All three medications were infused through one y-site peripheral IV. When the nurse was removing the norepinephrine line from the spectrum pump, the blue safety clamp appeared to have ¿malfunctioned¿ and was ¿open¿; therefore, inadvertently blousing the patient. The reporter indicated that the norepinephrine bolus ¿led to systolic blood pressures greater than 300 and diastolic blood pressures greater than 100¿. The patient was administered propofol boluses and lopressor to counteract the epinephrine. The blood pressure then ¿normalized¿. Approximately, 20 minutes later the patient ¿lost a pulse and went into pea arrest¿. The patient underwent two rounds of chest compressions with 1mg of epinephrine and the patient had a return of spontaneous circulation. Due diligence was attempted by a baxter representative; however, no further information was available at the time of this report.

Manufacturer narrative:
Additional information was received stating that the ICU nurse that was involved with the event did not engage the roller clamp below the pump as part of her routine practice and that they provided retraining on their end to ensure that the roller is engaged whenever stopping an infusion. There was nothing noted with the keyhole and the pump was returned to general use. The patient recovered from the arrest but she has no more information available on their continued stay in the ICU. Should additional relevant information become available, a supplemental report will be submitted.